Manufacturer narrative:
The manufacturer previously reported the device's machine flow sensor was replaced to address a ventilator inoperative alarm condition. There was no harm or injury reported. The machine flow sensor was returned to the manufacturer's product investigation laboratory (pil) for additional investigation. The component was tested, and no malfunction was found. The pil concludes the component operates as designed.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor was replaced to address the issue.